Event description:
Per report received from foreign MFR: pinhole at 6 bar during first inflation after 3 seconds. The dr reported a rupture of the balloon at 6 atm. Only. Please note that this dr is very experienced and one of co's best customer.